Manufacturer narrative:
The investigation was unable to test and confirm the reported difficulties advancing and removing. The noted damaged coils were confirmed and are likely due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the challenging anatomical conditions resulted in the reported failure to advance and difficulty to remove and likely causing the barewire coils to misalign and stretch. There is no indication of a product quality issue with respect to manufacture, design or labeling. The supera device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the popliteal artery. A workhorse bare wire was advanced past the guiding catheter; however, it became stuck with the anatomy. The bare wire was being removed and resistance with the anatomy was felt. Once outside the anatomy it was noted that the tip coils were stretched. A non-abbott guide wire was advanced. Following pre-dilatation, a 5.5x150mm supera self-expanding stent was deployed per the instructions for use; however, the stent could not release from the delivery system. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle again and still the stent would not fully release. The stent and delivery system were being removed under fluoroscopy and the stent released from the delivery system while in the introducer sheath, no resistance was felt. The sheath was removed and it was verified that the stent was in the sheath. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.